Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the highest reading was 305 mg/dl. Customer might have the flu bug. It was stated that the customer ha gotten an electrocardiogram, cat scan and was being returned to the intensive care unit. Troubleshoot was declined as the insulin pump was not available to the reporter. Nothing further reported.